Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
During analysis, a failure event was observed which was unrelated to the reported event. As received, a complete lead was returned in two pieces for analysis. Final analysis found an external abrasion breaching the outer insulation noted at 4.1cm to 4.5cm from the distal tip exposing the outer coil distal to the suture sleeve tied down impressions caused by friction to another device or features of the heart. Di not available as product was manufactured on or before september 23, 2014